Manufacturer narrative:
The lens was not implanted and therefore not explanted. Device evaluation: the preloaded delivery system was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed that one half of intraocular lens (iol) was stuck at the cartridge tip. The other half of lens was observed jammed at the cartridge tube. No defects in the plunger component was identified that could impair functionality in the device. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implantation of an intraocular lens (iol), the plunger of the delivery system would not engage and it did not screw (the lens) forward. The lens did come into patient/contact. There was no patient complications. No vitrectomy was performed. No further information was provided.